Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Following this, a second site visit was performed to ensure the issue could not be replicated. On site, the issue could be replicated. As a result, the representative replaced the viewing station of the imaging system computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The viewing station of the imaging system computer was returned to the manufacturer for analysis. Testing found that a corrupt operating system was present on the computer in that when loading an error message would appear and the software was reloaded onto the computer. Once reloaded, the computer functioned as designed. This confirmed a software failure due to a corrupt operating system. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the FDA b)(6) office on b)(6) 2016 via medtronic navigation, inc. Response to b)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a cervical stabilization, the 2d images were black when generated by the imaging system. When attempting to move the images to the viewing station of the imaging system, they would shake. The imaging system could not take other photos due to an alarm function going off when attempting to take a new photo. The reported issue was resolved by restarting the system. Logs were sent in for analysis and the issue could not be reproduced. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.